Event description:
It was reported that a patient underwent a spaying & neutering procedure in 2022 and suture was used. During the procedure, the suture broke. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: was any quality deficiency/non-conformance noted with the suture before use, during use, during post-op examination or during re-operation if performed? During use. Lot number? Lot qmmbuh; lotrjmqdh; lot rcmbtj. Procedure and event date? (B)(6) 2022, mass removal, y346h (lot qmmbuh); (B)(6) 2022, mass feline ovh, y316h (lot rcmbtj); (B)(6) 2022, canine neuter, y317h (lotrjmqdh); (B)(6) 2022, canine ovh, y317h (lotrjmqdh), (B)(6) 2022, feline ovh, y316h (lot rcmbtj); (B)(6) 2022, canine ovh, y346h (lot qmmbuh); (B)(6) 2022, canine neuter, y317h (lotrjmqdh). Are any samples available of evaluation? We have the remainder of the box but none of the specific sutures were retained. Possible lot number involved lot: qmmbuh; lotrjmqdh; lot rcmbtj. Events reported via: 2210968-2022-04155.

Manufacturer narrative:
Product complaint # (B)(4). The actual device lot number associated with this event is not known. The possible lot numbers are reported as follows: batch qmmbuh mfg date: 11/9/2020, exp date: 10/31/2025. Batch rcmbtj mfg date: 3/4/2021, exp date: 2/28/2026. Batch rjmqdh mfg date: 8/27/2021, exp date: 7/31/2026. A manufacturing record evaluation was performed for the finished device qmmbuh/ y346h55 batch number, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device rcmbtj / y346h06 batch number, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device rjmqdh/ y346h50 batch number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.